Event description:
Patient reported "device needs service" alert with wrench and service error code. Patient reported slight twisting damage to therapy cable. All troubleshooting attempts failed. Wcd role in the event is pending evaluation of to-be-returned device.